Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial implant of a transcatheter aortic valve, the implant was observed to be too deep in relation to the target implant depth. An unspecified amount of time later, severe central aortic regurgitation was observed, resulting in heart failure. Unspecified paravalvular leak (pvl), mild mitral regurgitation (mr), trace tricuspid regurgitation, aortic stenosis (as), and a mean gradient of 11 millimeters of mercury (mm hg) were also observed. Additional information was received that a valve-in-valve procedure was performed without issue. After surgery, renal failure worsened. Two weeks after the replacement procedure, pneumonia developed following aspiration, with infiltrative shadows observed throughout both lung fields. Two days later, the patient died due to infection from bacterial pneumonia which the physician did not attribute to the device or the implant procedure.